Manufacturer narrative:
The returned device was evaluated and corrosion was observed on the batteries, the top housing and the pcb through the top and bottom housing upon removal of the housing corrosion was observed on parts of the drive mechanism, needle mechanism, the batteries, the pcb and the reservoir cap confirming the corrosion observed through the housing. Due to the corrosion, data could not be retrieved from the device. Upon testing the fluid path, the reservoir cap was found to be damaged. This damage interfered with the caps ability to sit directly on top of the reservoir. The fluid path was tested and fluid was found to be leaking past the o-ring. Due to fluid leaking past the o-ring, fluid was not able to exit the entire fluid path as intended. The drive mechanism was tested and damage was observed to a few of the ratchet gear teeth. The inadequate o-ring caused fluid to leak out of he fluid path an onto the device causing the internal corrosion. The damage to the ratchet gear and the reservoir cap were determined to have happened post use. The exact cause of this damage could not be determined. No other damages or defcineces were observed during the run of the device.

Event description:
A patient reports while wearing a pod between 4 and 34 hours their blood glucose level had rose to 342 mg/dl. As treatment, the patient applied a new pod.